Manufacturer narrative:
Concomitant medical products: 8120; 8015; (2) pca tubing; (2) 8100; (2) pri tubing; td (B)(6) 2019. The customer's report of an underinfusion was not confirmed. The pcu event log shows pca s/n (B)(4) was programmed to infuse a continuous infusion of morphine pca high dose 10mg/ml (drugid (B)(6)) using a 60ml monoject syringe with 46.552ml detected at 2:10 pm on (B)(6) 2019. The user entered 5mg/hr for the continuous dose, which made the rate 0.5ml/hr. At 2:17 pm, the door was opened. The user then programmed a bolus dose of 5mg/hr (rate = 150ml/hr, vtbi =0.5ml). Twenty seconds later, the bolus completed, and the device transitioned to the continuous infusion running at 0.5ml/hr. At 4:27 pm, pca s/n (B)(4) was programmed to infuse a continuous infusion of morphine pca high dose 10mg/ml (drugid (B)(6)) using a 60ml monoject syringe with 44.9597ml detected. The user entered 8mg/hr for the continuous dose, which made the rate 0.8ml/hr. The user selected yes to the guardrails warning ¿continuous dose exceeds guardrail limit of 5mg. Proceed?¿ and the infusion started. At 6:32 pm on (B)(6) 2019, a channel disconnect occurred and pca s/n (B)(4) was removed. The total volume infused during this period was 22.4426ml. At 6:34 pm, pca s/n (B)(4) was programmed to infuse a continuous infusion of morphine pca high dose 10mg/ml (drugid (B)(6)) using a 60ml monoject syringe with 24.2471ml detected. The user entered 8mg/hr for the continuous dose, which made the rate 0.8ml/hr. The user selected yes to the guardrails warning ¿continuous dose exceeds guardrail limit of 5mg. Proceed?¿ and the infusion started. At 9:25 am on (B)(6) 2019, pca s/n (B)(4) was channeled off. The volume recorded as being infused during this period was 11.8569ml. The root cause of the customer¿s report of an underinfusion was not identified.

Event description:
The customer reported that a pca with a continuous infusion of morphine (10mg/ml) was programmed with a loading dose of 5mg/hr then titrated to 8mg/hr with a max rate of 30mg/hr. During staff shift change there was a discrepancy in the amount delivered and the total dose displayed on the pump. The facility's biomed department's initial findings showed that the patient was delivered the correct amount compared to what was left in the syringe therefore their safety department would like an event log review of how the pump was programmed. There was no harm.